Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The pt had really hard bone, when we put the right l5 screw in (8.0 x 50) it required us to tap line to line to fully seat it. It was still very tight and when we went to put the rods on, the set screw would not thread into the tulip head. It appeared that the threads on the tulip head were damaged. The next step was to replace the screw with a new one. When they tried to back the screw out with the x-25 polydriver, the tip broke off in the screw. The surgeon decided to leave the screw in without a set screw as the pt had a prior fusion at l3-5 and they had good fixation above and below at l2,l3,l4 and s1.

Manufacturer narrative:
(B)(4). One (1) verse poly driver shaft [product code: 2997-04-155, lot no: nn116382] was returned to the customer quality unit (cqu) for evaluation. Visual examination at the macroscopic level revealed that the fracture was located at the driver¿s distal tip, the second half of the tip was not provided with the device. Device was then sent for fracture analysis. The fracture analysis report suggests that the driver underwent a quasi-static overload torsional shear failure starting at the hexlobes and extending around the cannulation. No material defects or other abnormalities were observed in this analysis. A supplemental hardness test was performed. Device was within specified guidelines. A review of the device history record was conducted. No issues were identified during the manufacturing and release of these products that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. A definitive root cause for the driver¿s distal tip fracturing cannot be positively determined. However, the fracture analysis report suggests that the driver underwent a quasi-static overload torsional shear failure starting at the hexlobes and extending around the cannulation. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.